Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be to a balloon herniation; therefore, a surgical procedure was performed to remove and replace the component. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. A product analysis could be performed as the complaint component was not returned for analysis. The reported allegations could not be confirmed. A risk review was completed and confirmed that the event of urinary incontinence and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to urinary incontinence and migration which is addressed in our labeling and risk documentation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be to a balloon herniation; therefore, a surgical procedure was performed to remove and replace the component. No additional patient complications were reported.